Event description:
It was reported that while a surgeon turning a flap during a craniotomy the tool broke. No pt impact was reported. On follow-up, it was confirmed that the tool broke while turning the flap. Both pieces were immediately retrieved and no additional actions were taken. The procedure was completed with another tool without further incident. It was confirmed that there was no pt impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool fractured at the fluted portion. This type of fracture is indicative of an excessive bending moment being applied while using the tool. On follow-up, it was confirmed that there was no pt impact. The user manual contains the following "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to pt, operator and/or operating room staff."